Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 80% stenosed, 4.5mm diameter target lesion located in the severely calcified and severely tortuous right coronary artery. Pre-dilation was performed and a 4.5x20mm veriflex stent was advanced for treatment but could not be seen under fluoro. They started looking for the stent and pulled the whole catheter out of the body without complication and noted that the stent came off the balloon but stayed on the catheter shaft just proximal to the balloon. The procedure was completed with a different device. No further patient complications occurred and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 80% stenosed, 4.5mm diameter target lesion located in the severely calcified and severely tortuous right coronary artery. Pre-dilation was performed and a 4.5x20mm veriflex stent was advanced for treatment but could not be seen under fluoro. They started looking for the stent and pulled the whole catheter out of the body without complication and noted that the stent came off the balloon but stayed on the catheter shaft just proximal to the balloon. The procedure was completed with a different device. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the delivery device found that the stent was positioned proximally on the balloon material. The distal edge of the stent was located at 8mm proximal to the proximal edge of the distal markerband. Although the stent did not appear to have been deployed, the balloon appeared to have been partially inflated. An examination of the distal end of the stent found that the stent struts were damaged. An examination of the tip section of the device identified that the tip was kinked. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).